Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt said they fell asleep in bed last night while reading and charging their ins, and when they awoke this morning, their intensity settings were all set to "0." Patient services specialist documenting reported event.